Event description:
Pt reported insulin leaking from the headset where the needle/cannula insert into the body. His blood glucose level increased to 300 mg/dl. Pt changed the infusion site and administered a bolus. He did not report any symptoms associated with the elevated blood glucose. No medical assistance was reported. Product will not be returned for eval.

Manufacturer narrative:
H6: product not returned for eval.